Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, the system log goes back to 20-jan-2020 and indicated last measured discharge (lmd) was low (< 18.0 amp hours (ah). This will cause the reported issue, display 'battery needs service' in the perfusion screen. The power manager log only goes back to (B)(6) 2020 so there is no way to know when the issue initially occurred. The issue was resolved (lmd was no longer low) on (B)(6) 2020, most likely the batteries were replaced. The log does confirm the complaint. During laboratory analysis, the product surveillance technician (pst) received the batteries with 13.06 volts direct current (vdc) and 491 siemens (s) for the first battery and the second battery measured 13.05 vdc and 525 s, both passing. After charging, they were attached to a load simulator and ran for 64 minutes before shutting down, specification is 52 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was able to confirm the issue by verifying the last measured discharge (lmd) had reached 'failed'. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery needs service, full backup may not be available' message. There were no reported adverse consequences to the patient.